Manufacturer narrative:
I-bed system. Manufacturers investigation is still ongoing. If any additional info is received, a f/u will be issued.

Event description:
It has been reported that the ibed awareness lights are not working. No adverse consequences have been reported.